Event description:
The facility representative reported a flo-gard infusion pump with clamp 2 damage. This condition was found upon power up in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with clamp 2 damage was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined and the device will be returned unrepaired due to an obsolete part. Should additional information be received, a follow-up medwatch will be submitted.